Event description:
Medtronic received information that 5 years following the implant of this transcatheter pulmonary valved conduit, echocardiogram revealed a mean rvot gradient of 40.1 due to stenosis. The patient is referred for evaluation and possible pulmonary valve replacement. No adverse patient effects were reported. Additional information was received that 64 months post implant, the patient presented with increasing right ventricular outflow tract (rvot) gradient with stenosis. Subsequently the device was explanted and replaced with a 26 mm valved conduit. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received within a 3.8 cm length supported conduit. A long black suture remained attached to the conduit. All leaflets were in the closed position with two cusps appearing dominant than the third smaller leaflet. All leaflets were slightly stiff but flexible and appeared intact. All commissures appeared intact. Glistening off white pannus lined the inflow and outflow orifices extending slightly into the inner lumen of the valve. Radiography appeared to show no evidence of mineralization in the leaflets. Radiography appeared to show a stent fracture on the outflow. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Investigation remains in progress. Once the investigation is complete a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Based on the analysis, the presence of pannus likely caused the reported stenosis. Pannus is generally considered a patient-related condition and is a known failure mode for bioprosthetic valves. Based on clinical data and literature reviews, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, a root cause for the outflow stent fracture was not determined, and in this case may have occurred during explant.